Manufacturer narrative:
Incorrect circulation of the air in automatt sensor pad (mattress component) was detected at time of the mattress evaluation conducted by the arjo representative. Analysis of collected information is ongoing to establish root cause of the reported event.

Event description:
A malfunction of the nimbus professional mattress was reported to arjo by the customer staff. Following information gathered, after patient¿s repositioning on the bed by the nurses, it was observed that the mattress suddenly filled with more and more air. The bed side rails were raised and increased monitoring by the nursing staff was performed until the patient was transferred to other bed. No injury was reported.

Manufacturer narrative:
A malfunction of the nimbus professional mattress was reported to arjo by the customer staff. Following information gathered, after patient¿s repositioning on the bed by the nurses, it was observed that the mattress started overinflating. The patient was transferred to another bed. No injury was reported. A cause of the reported issue was an incorrect circulation of the air in automatt sensor pad (mattress component). The failure was caused by a damaged inner tube of the automatt sensor pad. The tube is made of tpu (thermoplastic polyurethane) and is responsible for transporting the air to the automatt sensor pad. When the tube cracks, the air is accumulated in a sealed automatt sensor pad cover, causing its overinflation. In summary, the automatt sensor pad was faulty and from that perspective, the nimbus professional mattress did not meet the performance specification. The reported issue occurred when the device was used by the patient. No injury was reported. The complaint was decided to be reportable due to risk of patient¿s fall from the mattress.